Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the tka surgery was performed using the attune knee system. During the surgery, the surgeon noticed that the plastic-made red lever of the saw capture ((B)(4)) was broken and missing, thus he could not connect the finishing guide ((B)(4)) to the broken saw capture. The surgery was successfully completed with no delay, and there was no adverse consequence to the patient. The surgeon commented that the reported device might have already been broken before delivered since the hospital could not find any broken pieces in the sterilization tray and operating field as well.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.